Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient's transfer set could not connect to their titanium adaptor during preparation. The physician observed that the transfer set was ¿idling¿ when they attempted to connect it to the adaptor. A new transfer set was used to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One (1) actual sample was received for evaluation. Visual inspection was performed with no issues noted. Functional testing, including leak testing, clear passage testing, clamp function testing and integrity testing was performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.